Manufacturer narrative:
B5 add MDR codes: 1807, 1915, 2041, 2395, 4532.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Contact alleged that the pump stopped giving the customer insulin due to the sensor issue; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, neither the contact nor customer responded and the alleged root cause could not be confirmed. Customer's roommate found them "unconscious on the floor, hypothermic, and dehydrated" and called emergency medical services (ems). Ems found customer's bg to be 1247 mg/dl and body temperature 91.8 degrees. Customer was intubated and transported to the emergency room via ems. Customer was subsequently admitted to the intensive care unit and treated with "levemir and novolog insulins for hyperglycemia, mechanical ventilation, dialysis for kidney failure, and fasciotomy surgery for compartment syndrome of the leg"; customer has since regained consciousness.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1247 mg/dl and "compartment syndrome" requiring "fasciotomy"; cause was not known. Reportedly, customer's roommate found them unconscious. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids (nature of fluids was not known), hemodialysis, and physical therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.